Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a protaper gold assort sx/f3 25mm ster file broke during use. The broken part was retrieved. The file breakage caused scratches to the patient's cheek mucosa. Further information requested.

Manufacturer narrative:
We received the following information regarding this complaint: after sales follow up, the following updates were made: the patient has recovered and no further treatment is required. Before breakage, the file had only been sterilized once by high-temperature and high-pressure; it broke during its second use, and the root canal was some curved. The product was not retained. This is a follow up report for this additional information. Investigation: summary: involved product that broke during use was not returned, and cannot be identified and analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1897300). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique, overuse (number of uses not communicated), excessive wear, patient condition and behaviour during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. This is to correct and remove the codes that were initially reported - removing codes for: health effect - impact code: 4648. The correct codes for this complaint are: health effect - impact code: 2199. This is a follow up report to correct this code.